Event description:
It was reported that during a catheter repair procedure, the metal segment of line allegedly appeared free and near exit site. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman cvc repair kit was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. In addition to the physical sample received for evaluation, three electronic photos were provided for review. The photo shows that the metal stent is not in place and protruding from the end of the catheter. During sample evaluation, the repair stent was noted to be exposed at the distal end of the catheter and a gap between the catheters was noted within the splice sleeve. Therefore the investigation is confirmed for the reported dislocated device and failure to bond issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in common device name and 510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a catheter repair procedure, the metal segment of line allegedly appeared free and near exit site. There was no reported patient injury.

Event description:
It was reported that during a catheter repair procedure, the metal segment of line allegedly appeared free and near exit site. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman cvc repair kit was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. In addition to the physical sample received for evaluation, three electronic photos were provided for review. The photo shows that the metal stent is not in place and protruding from the end of the catheter. The investigation is confirmed for the reported dislocated device and failure to bond issue as during sample evaluation, the repair stent was noted to be exposed at the distal end of the catheter and gap between the catheters was noted within the splice sleeve. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.